Manufacturer narrative:
Unit passed the rewind basic occlusion test, prime/compromised force sensor system test, and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice. He changed the insulin pump's battery and he was unable to bolus. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.